Manufacturer narrative:
At this time the customer will not be returning the device for eval. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported air in the tubing set distal to the pump with no pump alarm. At an unspecified time, an unspecified channel of the pump was programmed to deliver an unspecified concentration of ch. 14.18 (biotherapy) and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse noted an unspecified volume of air in the tubing distal to the cassette, extending to proximal of the clave port with no pump alarm. No air reached the pt. It was reported the air was withdrawn from the tubing set using the clave port. There were no reported adverse pt effects and no delay in therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided, including if the therapy was resumed using a replacement pump or therapy was continued using the same pump.